Event description:
It was reported that this was an arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via a 9f sheath hole at each site prior to an endovascular aneurysm repair (evar) procedure. Reportedly, one prostyle cuff miss [suture retrieval issue] was noticed at each access site. The sutures of two new prostyle devices were successfully pre-placed in the rcfa and the lcfa. The sheath was upsized to 12f in the rcfa and 18f in the lcfa. The evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures at both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose devices referenced in b5 are being filed under separate medwatch report numbers.